Manufacturer narrative:
A visual analysis was performed on the returned device and the reported suture detachment was observed as a link detachment. A needle to cuff miss was also observed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation determined that the reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: g3 - date received by mfg updated from 2/18/25 to 3/11/25. Additional information received: d4: part #/lot # updated from unk to 12773-02/4092342.

Event description:
It was reported that a venotomy closure of the right common femoral vein was attempted with a prostyle device using a large-bore sheath after an electrophysiology procedure. Reportedly, after the plunger was removed, the suture broke just before it could be cut with the quick cut. A new prostyle device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI is not known as the part and lot number were not provided.